Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) ranged from 280 mg/dl to an unknown elevated bg. Customer declined to troubleshoot further for the elevated bg; therefore not additional information could be obtained. Reportedly, the customer continued to use the pump for insulin therapy.